Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when pushing down on the plunger of the syringe when filling the cartridge. Blood glucose level was 171mg/dl.